Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The customer was hospitalized for alleged adverse event, blank display and e/a alarm unspecified on (B)(4) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 2 days. No blank display or unexpected e/a alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. (B)(6) 2023 23:01:00.000 alarm alert notification (40) fault number: lost sens or 1 alert (780). (B)(6) 2023 23:24:00.000 alarm alert notification (40) fault number: lost sensor 2 alert (781). (B)(6) 2023 23:34:00.000 alarm alert notification (40) fault number: lost sensor 2 alert (781). (B)(6) 2023 00:19:00.000 alarm alert notification (40) fault number: sensor signal not found (796). (B)(6) 2023 22:09:00.000 alarm alert notification (40) fault number: lost sensor 1 alert (780). (B)(6) 2023 22:25:00.000 alarm alert notification (40) fault number: lost sensor 2 alert (781). (B)(6) 2023 22:41:21.000 alarm alert notification (40) fault number: change sensor 3 alert (789). (B)(6) 2023 00:44:43.000 battery removed (55). (B)(6) 2023 00:44:43.000 alarm alert notification (40) fault number: battery removed (84). (B)(6) 2023 00:45:02.000 battery inserted (44). (B)(6) 2023 05:32:00.000 alarm alert notification (40) fault number: lost sensor 1 alert (780). (B)(6) 2023 05:49:00.000 alarm alert notification (40) fault number: lost sensor 2 alert (781). (B)(6) 2023 06:05:21.000 alarm alert notification (40) fault number: change sensor 3 alert (789). (B)(6) 2023 12:52:00.000 alarm alert notification (40) fault number: lost sensor 1 alert (780). (B)(6) 2023 01:55:00.000 alarm alert notification (40) fault number: motor drive error (43). (B)(6) 2023 01:55:00.000 alarm alert notification (40) fault number: motor voltage error (41). (B)(6) 2023 15:04:00.000 alarm alert notification (40) fault number: lost sensor 1 alert (780). (B)(6) 2023 15:14:00.000 alarm alert notification (40) fault number: lost sensor 1 alert (780). (B)(6) 2023 19:14:00.000 alarm alert notification (40) fault number: lost sensor 1 alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No lost sensor alarm, sensor signal not found alarm, change sensor alarm, communication anomaly, calibration anomaly or auto mode anomaly noted. No pump error 43 and pump error 41 noted during testing. Pump error 43 on (B)(6) 2023 at 01:55:00.000 and pump error 41 on (B)(6) 2023 at 01:55:00.000 confirmed in the pump history file due to moisture damage on the electronic assembly. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, and pcba2. No damage noted on the force sensor, or on the motor. The pump passed the functional testing. Blank display not confirmed. E/a alarm confirmed (pump error 43 and pump error 41) in the pump history. Error 43 confirmed. Error 41 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was hospitalised due to an adverse event. Also, the customer reported that the pump keeps on shutting done and alarmed an unknown error. Troubleshooting was performed. It was unknown whether the customer was using the insulin pump within 48 hours of the event, and whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump and it will be returned for analysis.